Event description:
Device was implanted on 11/6/92. A connector was revised on 5/6/93. The left cylinder was removed on 12/14/95. The right cylinder was removed from the pt and replaced on 9/19/96 when left cylinder was reimplanted.